Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the lead safety switch (lss) had been triggered for the right atrial (ra) lead due to high out of range pacing impedance measurements of greater than 2000 ohms. The clinician noted that they have been watching this lead as the impedance has been high and out of range for seven months in both unipolar and bipolar configurations. Review of the device data found that the impedance had gradually trended high over the last 11 months. During the clinic visit the medical personnel was able to reproduce the noise when the patient pressed their hands together, at that time the noise was not oversensed. However review of stored data, found oversensing of noise leading to inappropriately stored atrial tachy response (atr) episodes. An x-ray was taken which showed no change. The ra lead exhibited good threshold and sensing measurements along with appropriate capture. Boston scientific technical services (ts) was consulted and discussed programming options. The clinician noted that they would continue to monitor the patient. No adverse patient effects were reported.